Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon burst and fell out of the patient during use on the day of placement. The patient did not have any urine stone. Per follow up via ibc on (B)(6) 2022, the patient injury and the missing pieces of balloon found inside the patient was unknown.

Event description:
It was reported that the foley catheter balloon burst and fell out of the patient during use on the day of placement. The patient did not have any urine stone. Per follow up via ibc on 09mar2022, the patient injury and the missing pieces of balloon found inside the patient was unknown. Per follow up via ibc on 04apr2022, two samples were obtained. There was no patient injury reported and both catheters were used on the same patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley. Visual inspection of the sample noted the catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no difficulty. With the syringe attached the balloon passively deflated without issue or cuffing, returning 10ml of solution. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.